Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had tiny amounts of leakage. Patient services walked the caller through increasing stimulation and the patient was feeling stimulation at 1.5v. The patient would leave stimulation there and follow up with their healthcare provider if need be. Troubleshooting was noted to resolve the issue. The change in therapy/symptoms was noted to be sudden. No further complications were reported.